Event description:
The pt reported he is experiencing pain at the ipg site. Reprogramming did not provide resolution. In turn, the pt was referred to a neurosurgeon who stated he believes the ipg is implanted too high. The pt may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.